Event description:
Patient has been using this interferon injector which does not work. He called the company and sent him a replacement but still would not fire. Patient has gone through 4 weeks with this defective product. Wife is sicker than before and is not getting her full dose of medicine. Patient got only 1 full dose out of 7 injector pens. Something needs to be done about this device. The manufacturer needs to recall this product off from the market. It costs a patient $2000.00 a month and still does not work. FDA can verify with the hospital to confirm that this injector pen does not work. Instead of the device to fire, they dribble. A dose of 50mg, a patient will only get 30 mg and that is how much the device will deliver. FDA needs to pull this defective device off the market. Husband called the manufacturer for free refill but did not work. Something needs to be done about this.

Event description:
Reporter is spouse of consumer who suffers from hepatitis c. He states that the company continues to send him the same lot number of injectors that don't work. He has asked for the medications to be sent in the vials. Of the 7 injectors received only 1 worked. And unfortunately according to the reporter, the contents of the working injector split on him. And, since he is immunosuppressed himself, suffering hashimoto's disease this incident has caused him to be 'sick." Reporter states that no one needs to be in this type of misery and this particular lot number needs to be removed from the market.

Event description:
Wife, in the 1980's, received blood during surgery. Received 7 injectors from pharmacy, but only 1 of the 7 actually delivered a full dose. Once the medication squirted on his hands and was ill for 2.5 days with diarrhea and a swollen hand. Now using vials to administer medication.